Event description:
The manufacturer received information alleging a trilogy 100 ventilator "internal battery is not charging" alarm occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
Previously reported: the manufacturer received information alleging a trilogy 100 ventilator "internal battery is not charging" alarm occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New eval info: the ventilator was returned to the manufacturer for evaluation and the customer¿s complaint could not be duplicated. It is considered that charging of internal battery was not properly controlled, therefore the power management pca was replaced to address the issue.